Event description:
It was reported that 6 days after implantation of a 2.75x23 promus rx stent in an unspecified vessel, the patient experienced an itchy rash on the stomach epidermis and gluteus maximus epidermis. The patient indicated an allergy to niacin and asked if there was niacin in the stent drug. The patient also asked how long it takes for the stent drug to elute in the body. The complaint respondent informed the patient that niacin was not found as a listed component in the promus directions for use. The patient was assessed by the physician, and the physician indicated to the patient that the patient may have an allergy to the dye used during the procedure, and prescribed hydroxyzine hcl medication for treatment. The rash has subsided since treatment; patient is reportedly fine. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity (allergic reaction) is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.